Manufacturer narrative:
On september 2, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear was on the anterior view, measuring approximately 0.4 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for one of the two effected implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 300cc mentor memorygel breast implants being used for a breast augmentation procedure ruptured intraoperatively. There were no patient consequences or additional information reported. This report is for one of the two effected implants.

Manufacturer narrative:
On august 7, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for one of the two effected implants. Manufacturer¿s reference number: (B)(4).